Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the up arrow button on the insulin pump does not respond. Customer was advised to remove the battery for 10 minutes and call back if issue persists. Device was no bumped, dropped nor exposed to moisture. Customer is treating with insulin pens. Blood glucose value is 147 mg/dl. Nothing further reported.